Event description:
The patient's husband reported that the pump emitted multiple occlusion alarms. The alarm history shows that alarms began at 6:52 am on december 27 and again a few times until 9:50 am with several cs 064 alarms. He says, she woke up to one of the occlusion alarms, continued to use the pump after repriming and on december 28 her blood glucose level was up to 340 mg/dl. She bolused with the pump and around 10:30 am her blood glucose level was 386 mg/dl. She reportedly bolused again and at noon her blood glucose level was 406 mg/dl and she was vomiting. The patient was taken to the hospital and reportedly admitted to the ICU after being in the emergency room for dka. The patient was placed on an insulin drip. The husband said, the patient has had no recent changes in weight, diet, or activity level but said she had a sore throat and believes she may have strep throat. He is unclear whether the patient took over-the-counter medication for the symptoms. The nurse was unable to turn the pump on at the hospital. The yellow o-ring on the battery cap was not visible. The nurse then tightened the battery cap to resistance and confirmed that the date and time were correct and that the basal rate was correct. The nurse did not want to complete troubleshooting. However the patient¿s husband was able to go through troubleshooting with customer support. The prime history and total daily dose are accurate. He confirmed all settings were correct. The alarm history showed multiple occlusion and cs alarms. The patient did not have any issues with the infusion set. The animas representative advised of a possible issue with the infusion site. This complaint is being reported because the pump reportedly emitted multiple alarms and the patient continued to use the pump before being admitted to the hospital. The patient was reportedly ill, which may also have contributed to her dka.

Manufacturer narrative:
The pump has not been returned to animas. This complaint is being reported because the patient reportedly suffered dka and was hospitalized. However the pump emitted multiple alarms and the patient's alleged injury didn't occur until the next day and the patient was ill. The owner's booklet states to avoid the risk of diabetic ketoacidosis (dka) or very high bg, the user must be prepared to give him/herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the last basal delivery was on (B)(6) 2014 at 05:18am. The information from the reported date of (B)(6) 2011 was overwritten. There was no occlusion or any activity outside of normal use observed. The total daily dose added up and reflected the programmed basal rate. The pump powered on with an unresponsive keypad therefore, the original complaint of ¿random occlusion¿ was unable to be investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).